Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, tampon fluffing. Cotton came out [device breakage]. Case narrative: consumer reported via phone that the tampon was fluffing. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.